Manufacturer narrative:
Corrected section b3 event date. Updated sections: d4, d6, & g5 as the model number and UDI number were provided.

Event description:
See section h10 for updated information.

Manufacturer narrative:
No product has been returned for investigation as no product malfunction was alleged. As per reporter infection occurred two months post operative no indication that product caused or contributed to alleged event. Potential adverse events and complications: "...as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection..."

Event description:
A patient underwent a surgical procedure on (B)(6) 2018. As per reporter on (B)(6) 2018, the patient developed a deep wound infection. An incision and drainage procedure was preformed anteriorly at l5-s1 on (B)(6) 2018. Patient was reported to have healed on (B)(6) 2019.